Event description:
It was reported that during a device interrogation prior to unrelated surgery, there were fluctuations in impedance measurements over the past year. It was noted that the patient had the implantable cardioverter defibrillator (ICD) interrogated for almost a year and a half. Boston scientific technical services (ts) was consulted and discussed possible reasons and troubleshooting steps. A slight increase in threshold measurements from 1.2 volts to 1.5 volts since last interrogation was noted. Due to the upcoming surgery extensive testing was not able to be performed at the time. However, the cardiologist would be notified of the pre-operation findings. It was unknown which lead exhibited the measurement issues. The ICD, right atrial (ra) and right ventricular (rv) leads remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).